Manufacturer narrative:
The device was returned and the evaluation found the following: image with black streaks; the instrument channel tube had leakage; the insertion tube was damaged; the appearance of the probe was damaged; the switches were worn; the light guide tube was wrinkled and worn; one ultrasonic cable was damaged; due to a pinhole on channel tube, water tightness is lost; image guide bundle has significant breakages; and switch1 has discoloration. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the bronchofibervideoscope exhibited image with black streaks/no image. The issue occurred during the procedure. The procedure was diagnostic and it was completed with the same set of device. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image with black streaks could not be determined. Olympus will continue to monitor field performance for this device. Olympus will continue to monitor field performance for this device.